Event description:
Heavy bleeding, bloating, pain, itching, migraines, new diagnosis of asthma and an autoimmune disorder. Essure was implanted in 2010. Had increased bleeding with every period. Have very painful ovulation. In 2017 started having parathesis and was diagnosed with undifferentiated corrective tissue disorder. Also diagnosed with asthma. Was a long distance runner. Now get short of breath climbing the stairs. Have extreme itching and migraines several times a month. I am (B)(6) but feel much older. Have had other disease ruled out with many tests.